Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records for this lot has been requested.

Event description:
Patient was implanted with plate and screw construct on (B)(6) 2012 for a proximal tibia fracture. Approximately six to eight months post-operatively, patient returned to the surgeon, on an unknown date, for follow up. At this time, examination revealed a non-union of the tibia. Patient returned to the operating room on (B)(6) 2013. At this time, surgeon did not remove any hardware. Surgeon decided to harvest and implant and autograft to treat the non-union. It was reported that during the autograft harvesting, the reamer head for the reamer irrigator aspirator (ria) became clogged. The surgeon substituted another reamer head of the same size, and completed the procedure with no further problem. No additional hardware was implanted. This is report 1 of 12 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis orchid unique manufactured the 16.5mm reamer head ¿ sterile for reamer/irrigator/aspirator, p/n 352.259s, and lot number 6293083. The suppliers certificate of compliance (dated march 18, 2010) indicates the parts were manufactured to p/n 352.259s, and met the required specifications. The parts were inspected and conformed to the synthes, incoming final inspection sheet number (B)(4) (completed march 23, 2010). There were no mrrs, ncrs, or complaint related issues with this complaint.